Event description:
It was reported that the device had a cassette error/downstream failed and software version 1.6. Per reporter, the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn upstream occlusion seal. Review of the event history log (ehl) showed a cassette not attached properly alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.